Manufacturer narrative:
The initial reporter also notified the FDA via medwatch # mw5076773. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd percisionglide¿ needle had a white substance covering the needle. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A device history review was completed with zero defects found. Investigation conclusion: no root cause can be determined as no samples were received.